Event description:
The facility rep reported a colleague infusion pump with a "channel b inoperative." The reported condition occurred during bio-med testing. There was no pt injury or medical intervention reported. This device utilizes user interface module master software version 5.04.00 that is categorized as "unremediated." There is no add'l info available.

Manufacturer narrative:
(B) (4). The pump is in the process of being evaluated. A f/u report will be filed upon completion of the eval, or if any add'l details become available. This report represents all info known by the reporter at this time. This issue is currently being investigated under (B) (4) CAPA.